Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that after one and a half weeks, the pilot balloon on the patient's tracheostomy tube leaked. A non-routine replacement of the tube was required.